Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite but could not confirm the reported issue. The system log files were checked but no c-arm malfunctions were seen. The fse, while troubleshooting, attempted to recreate the malfunction but could not. The system was found to meet specifications and was in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura c-arm angulation movement does not work. No harm to user or patient was reported. Philips has started an investigation of the complaint.